Event description:
It was reported that pump touchscreen became unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up from technical support, and case was documented and closed with no additional actions taken.